Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was abdominal pain (mostly left lower quadrant) and incisional hernia. The procedure performed was diagnostic laparoscopy with laparoscopic repair of incisional hernia with mesh. (B)(6) 2017 - the patient underwent a surgical revision for laparoscopic lysis of adhesions, laparoscopic cholecystectomy and laparoscopic repair of hiatal hernia. The patient experienced additional surgery and adhesions. Revision in only the removal of extensive adhesions along the surface of the mesh; 5 yrs, 8 mos between implantation date of (B)(6) 2011 and revision date on (B)(6) 2017.

Event description:
Attorney alleged a deficiency against the device. Product was used for therapeutic laparoscopic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced adhesions. Post-operative patient treatment included revision surgery, lysis of adhesions, laparoscopic cholecystectomy, repair of hiatal hernia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a4, b5, b7, e1 (facility name, street, city, region, postal code), e3, e4 (email), g1, g3, h6 (updated patient codes, device code and eval code). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Attorney alleged a deficiency against the device. Product was used for therapeutic laparoscopic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced adhesions and organ damage. Post-operative patient treatment included medication, revision surgery, lysis of adhesions, laparoscopic cholecystectomy, repair of hiatal hernia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a4, a5a, a5b, b7, g1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.